Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section d9 and h3. The sample status has been changed to no longer available.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the tamper tube was left inside the patient body. Based on the available information, the exact root cause of the event cannot be determined but similar failure can occur if the user fails to follow the IFU instructions and remove the tamper tube while completing the procedure. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that part of the 8fr angio-seal sheath sheared off in the patient. The patient had to be transported to surgery for removal post interventional radiology (ir) procedure. Ir procedure being performed was an aortogram with bilateral unilateral run-off with lower extremity intervention. The md reported that the part that sheared off happened during deploying the angio-seal for a left femoral closure. No imaging was taken for the angio-seal placement per lead ir tech. The patient reported feeling pain immediately post anesthesia and awakening. Md was called back into room to perform post procedure fluoroscopy of groin. Md observed foreign object at access site and patient was transported to surgery for removal. Surgical removal of foreign object was successful and kept. Upon observance of foreign object, it was determined that the object was in fact the 8f tamper tube of the device. Md explained he deployed and removed the tamper tube of the angio-seal for certain during original procedure. Md stated all IFU instructions were followed for deployment. No other components of the device were available as they had been thrown out. The patient was in stable condition. The procedure outcome was successful. Additional information was received on 14december2020: there was no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion, deployment or withdrawal according to the attending physician.